Manufacturer narrative:
H.6. Investigation: customer returned eight (8) 0.3ml bd insulin syringes from an open polybag from lot 9210505. Customer reported when removing the shield, the needle with the shield was separated from the hub. All eight returned syringes were examined, and it was observed that six syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 9210505 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to my complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp needle separated from the hub. This occurred on 8 occasions before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shield was separated from the hub. The shield was not so tight.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp needle separated from the hub. This occurred on 8 occasions before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shield was separated from the hub. The shield was not so tight.